Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 486 mg/dl at the time of the incident and current blood glucose was also same. The customer also reported that, the insulin pump had insulin flow blocked alarm. Customer changed set today, while on the phone, found out that cannula was bent and has blockage and customer will just monitor blood glucose. The device will not be returned for analysis.